Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a lead impedance out of range alert was indicated. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) march 2013. Maximum ventricular pace impedance rises from an approximate baseline of 750 ohms to > 4000 ohms the week ending (B)(6) 2013.

Event description:
It was reported that the patient came in to the clinic due to an alert from their device. Stored data revealed oversensing of artifact on the right ventricular (rv) lead. The device rv lead sensing settings were reprogrammed and a future follow up visit was planned. High threshold and impedance were later observed on the rv lead as well as a loss of sensing signal. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d284vrc implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).